Event description:
Customer reported the alarm does not have any power; batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer could not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product found the alarm did not power on with batteries on the first attempt but does power on with the 9v adapter. When a second attempt to power on the alarm with batteries was made, the alarm powered on. The alarm does not play the pre-recorded voice message, only a clicking sound is heard. The tone functions as expected. No physical damages to the unit observed. On/off switch is difficult to move. (B)(4).